Event description:
It was reported that the patient had experienced a lack of therapy benefit after taking a bath. No stimulation was detected, even at a setting of 8 volts when using the patient programmer. The patient was seen for follow-up at the hospital in 2008, and impedance values greater than 4000 ohms were detected. The patient was treated by nerve block injection. During revision on the following month, an inspection of the product connections had found no problem noted. When a test screener was connected directly to the lead and bypassed the extension device, the patient felt stimulation therapy. A fracture of the extension was suspected and the product was replaced. The patient has reportedly recovered.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.